Event description:
It was reported that there was broken tfna.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d6b corrected: d6a, h1, h6 (health effect - impact code & health effect - clinical code) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the reason for the revision surgery was unable to weight bare and in pain.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: manufacturing location: monument. Manufacturing date: 08-apr-2023. Expiration date: 01-apr-2033. Part number: 04.037.262s, 12mm/130 deg ti cann tfna 420mm/right ¿ sterile. Lot number: 5499p11 (sterile). Lot quantity: (B)(4). Nonconformance noted: n/a. A manufacturing record evaluation was performed for the finished device with batch number 5499p11. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 5058p57 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet ns673827 rev a met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong, 130 degree, tfna. Lot number: 5343p19. Lot quantity: (B)(4). Part number: 21127, timoagri16.00 lot number: 5023p66 lot quantity: (B)(4) lbs. A manufacturing record evaluation was performed for the finished device with batch number 5499p11. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.